Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the entire drawer had an error indicating that the cubies had been off the buses. A field service engineer (fse) had powered down the station, removed and reseated the cables. The fse had clean the medication jams, reassembled and reseated the cubies and rebooted the station and tested it. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, an entire drawer showed an error indicating cubies were off the buses. Restarting the machine did not resolve the issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.